Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. Reportedly, the customer had blood glucose (bg) reading of over 250 mg/dl and below 500 mg/dl. It was reported that there were no associated symptoms or positive ketones. Allegedly the patient changed the pump and the issue was resolved. The reported blood glucose excursion did not meet the criteria for an adverse event. This complaint is being reported because the unspecified pump malfunction was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission :12/30/2015 . Device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2015 with the following findings. On investigation, no defects were found with the returned pump. Review of the black box history found that the last bolus and the last basal were delivered about month and a half prior to the complaint date. The total daily delivery add up correctly and reflect the users programmed basal rates indicating that the pump was delivering accurately until the last date used. The pomp powered up and functioned properly. A normal and an audio bolus were delivered and recorded in the bolus history properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any issues. The basal delivery exercises were correctly recorded in the total daily delivery. (B)(4).